Event description:
In this event, user's charger and hearing aids overheated while plugged in. The charger, hearing aid and usb cable provided are all damaged.

Event description:
Results of technical investigation: charger, hearing aid, cable connector and power adapter were returned for investigation. Observed melted parts on the micro usb receptacle and connector, as well as the hearing aids on the charging wells. Functional test could not be performed due to the usb connector being severely damaged. X-ray and dismantling analysis show the metled area is not originating from charger but from usb cable. Observed melted mark on the charger casing, which would be caused by an external heat source. Flame retardant material on the charger housing, charger adapter and cord sleeve prevents possible burning. Returned unit was handled and stored under extremely poor conditions as dirt, bug and larva were observed on the unit and in the internal component. Usb cable had been cut by user and reconnected with cellophane tape.